Event description:
It was reported that during a moderately calcified, distal, superficial femoral artery angioplasty procedure, a hi-torque balance middleweight (ht bmw) guide wire was advanced meeting some resistance with the calcified lesion. Reportedly, the tip of the ht bmw guide wire broke off [separated] inside the patients' anatomy and was able to be retrieved with an unspecified snare device. Another ht bmw elite guide wire was used to complete the procedure. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and reported separation was confirmed via returned product analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, dimensional analysis, functional testing and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Sem lab analysis concluded that the core failure may have been attributed to ductile overload at a bend. The guide wire exhibited a core separation at the distal end of the hypotube with a slightly bent profile. Additionally, the fracture surfaces of the separated ends showed dimples, which is consistent with a ductile overload failure. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) - incorrect anatomy.